Event description:
A loss of capture and phrenic nerve stimulation on the left ventricular (lv) lead were noted due to the lv lead being dislodged. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not reveal any anomalies except for procedural damage. The s-curve hump height of the lead was measured within product specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.